Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed to open. A field service engineer removed back panel reseated all cable connections and tugged the slightly sticked inseparable magnet to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer did not open, preventing user from removing the required medication. The customer stated that they able to manage to get medications from other station and confirmed no patient care delay. There were no adverse events or injuries reported based on this event.